Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
It was reported a critical alarm was occurring and was confirmed by telemetry. The alarm was due to zero milliliters (ml) reservoir volume reached and the alarm occurred on 2014-(B)(6). It was noted the patient was seeing a different physician and was not able to have her pump filled due to a financial situation. It was further reported they have accepted her as a new patient. The patient went through withdrawal sometime in april and was in the hospital for a week. The pump would not be filled on the date of this report, but they wanted to silence the alarm. The pump was being used to deliver hydromorphone and baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.